Event description:
It was reported that a cardiac tamponade occurred during an atrial fibrillation procedure. Per the info reported, a navistar ds catheter was used to isolate the right and left pulmonary veins, and an ablaze 8mm ss curve catheter was used for ablation. It was also reported that hypotension occurred during ablation, and the cardiac tamponade was found by echocardiography. The cardiac tamponade was described as moderate. Drainage was performed and the pt was reported to be in stable condition. The pt prognosis was satisfactory. The physician stated that no bleeding was found after drainage, and the pt was expected to be released from the hospital after one or two days without problems. The physician also stated that the navistar ds may not have caused the event, but noted that some difficulty was encountered while deflecting the navistar ds catheter.

Manufacturer narrative:
Per customer, the navistar ds catheter is not available for evaluation.